Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. There was no moisture damage on the electronics and motor. The device was received with minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call blank display and damage on the insulin pump. Customer's blood glucose level was 120 mg/dl. Troubleshooting for blank display was performed. Customer advised the insulin pump had some scratches and bumps as a result of being dropped a few times. Customer advised the insulin pump was dropped into water as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.